Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation, a gradual increased in pacing lead impedance and increased capture threshold were observed. X-ray was recommended to check lead integrity. No further information is available.

Event description:
New information received notes that no visual anomalies were observed on the lead through x-ray. All electrical measurements were stable and in-range. Programming changes were recommended. Patient will be monitored routinely. Lead remains implanted.